Manufacturer narrative:
Reported event: during assembly to the end effector, the orientation pin was missing from the impactor. The pin was found in the tray but resulted in a 5 minute case delay. Device evaluation and results: the product was unavailable for inspection. CAPA (B)(4) has been initiated in regards to missing product. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/30/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209360, lot number 31802 shows (B)(4) additional complaint related to the failure in this investigation. This complaint is (B)(4). Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to secure the impactor into the end effector and noticed that post to lock the impactor in place was missing. The straight impactor was then used to finish the case. The post was found in the tray. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to secure the impactor into the end effector and noticed that post to lock the impactor in place was missing. The straight impactor was then used to finish the case. The post was found in the tray. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.